Manufacturer narrative:
The prograsp forceps instrument was received for failure analysis evaluation. The instrument was found to have a missing grip pin on the distal end. The missing pin, measuring 5.23 mm x 1.95 mm in size, was not returned with the instrument. This causes the jaws to move uncontrollably.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia repair procedure, a pin fell out of a prograsp forceps instrument, causing the jaws to no longer be controlled. The surgeon was dissecting and grasping tissue when the pin fell off inside the patient. No issues of the instrument were noticed prior to the pin falling. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The pin was retrieved with a locking needle driver instrument. The surgical tech, the surgeon, and the robotics coordinator confirmed the item was out and on back table. There was no injury to the patient. No post operative imaging or test were performed. The procedure was completed robotically with a back-up prograsp forceps instrument. The patient has not returned to the hospital due to experiencing any post-surgical complications.